Event description:
It was reported that, during preparation for the photoselective vaporization of the prostate procedure, the screen did not display any images. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.